Manufacturer narrative:
H.6. Investigation: one sample was received by our quality team for evaluation. Upon visual inspection of the sample it was observed that the valve under the port had moved which causes the leakage; therefore, the incident could be verified. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. A trend for the moving injection valve has been observed for this product line. A project, CAPA#1379444, has been started to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue.

Event description:
It was reported that a "pop" was felt and blood came back up through the unspecified bd¿ IV peripheral cannula "giving port" during use. The following information was provided by the initial reporter: "pop felt and blood coming back up through IV giving port."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "pop" was felt and blood came back up through the unspecified bd¿ IV peripheral cannula "giving port" during use. The following information was provided by the initial reporter: "pop felt and blood coming back up through IV giving port".